Event description:
Evaluation summary: the stent had severely deformed struts from the 10th distal segment to the 15th distal stent segment. No other damage was evident to the device.

Event description:
The physician was attempting to advance an endeavor resolute drug eluting stent to a lesion in the rca with 80% stenosis, moderate calcification and moderate tortuosity. The device was removed from packaging, inspected and prepped with no issues noted. Pre-dilatation with a 2.0 x 20 balloon at 18atms was performed. Resistance was encountered when advancing the endeavor resolute device. It is reported that the device could not pass through the lesion and the struts were deformed. It is reported that the stent deformation occurred in vivo during positioning. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy i.e. The event was procedural related and not device related. There were no patient complications reported. Please note that this device (endeavor resolute rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology - 80% stenosis, moderate calcification and moderate tortuosity). (No device received for evaluation). Deformation problem. Evaluation conclusions: known inherent risk of a procedure (stent deformation) 50 device failure/lack of effectiveness related to patient condition (lesion morphology - 80% stenosis, moderate calcification and moderate tortuosity). Unable to confirm complaint (no device received for evaluation). (B)(4).